Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as ¿poor sanitation management¿ (no further detail was provided). The patient was not hospitalized for the event. On the same day as onset, the patient began a two week treatment for the peritonitis with cefazolin and ceftazidime (1 gram, once a day), intraperitoneally. On an unreported date, the patient received training for ¿the poor sanitation management¿ (in proper aseptic technique). At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The report was received from a ''patient retention program (B)(6)''. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.